Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Four days after the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. The treatment for peritonitis was with unspecified antibiotics (dosage, route, and frequency not reported) for about three weeks. The patient was discharged from the hospital the same day and was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.